Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014. Explanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had more lower back pain after a fall. They experienced shocking feelings and no longer had stimulation across their back. Impedances were noted on leads 0-7 and the lead appeared to be damaged. The right lead was reprogrammed on (B)(6) 2016 and the majority of the patient¿s pain was in their right leg. Diagnostics were positive for lead damage and the leads were replaced on (B)(6) 2017. The issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that fall might have been the cause of the fractured lead and that the lead were first noticed in (B)(6) 2016. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of radicular pain syndrome and spinal pain. It was reported that the leads were fractured and were replaced. No patient complications were reported as a result of this event.